Event description:
Good morning, we are finding that the 3 piece 50ml luer-lock syringe ref: 300865 is leaking from the plunger part of the syringe. These syringes are used to prepare cytostatics, so it is a risk for the worker. When did the incident occur? During use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three unused samples were provided to our quality team for investigation. The products were visually inspected, no damage or other defect was identified that could contribute to any leakage, all stoppers were verified to be properly assembled onto the plunger rod. A device history review was performed for reported lot 2408037, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the retained samples along with the returned samples, all product was verified to meet required specification and no leakage was observed. Based on our investigation and sample evaluation, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.